Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) and calcified left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. The sutures of two proglide devices were successfully pre-placed in the rcfa. Reportedly, two other proglide devices were intended to be pre-placed in the lcfa; however, when the first proglide (10 o'clock position) was withdrawn to take the suture it was noted that the knot was out of the patient intact. A second proglide device (10 o'clock position) was successfully pre-placed in the lcfa. A third proglide device (2 o'clock position) was attempted to be pre-placed in the lcfa but the device got stuck and was removed. A fourth proglide device (2 o'clock position) was attempted to be pre-placed in the lcfa; however, a suture break occurred when the plunger was removed. Therefore, it was decided to leave only one pre-placed suture. The sheath was upsized to a 14f sheath in the rcfa and 12f in the lcfa. The aaa procedure was completed. Hemostasis in the rcfa was achieved with the pre-placed proglide sutures. The pre-placed suture of the second proglide device in the lcfa was out; therefore, the suture of a fifth proglide device was deployed (12 o'clock position). The fifth device worked as intended and the knot was advanced successfully; however, as a single proglide device is not expected to achieve hemostasis of a large hole closure, manual compression was required. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The reported ¿knot out of the patient intact¿ was confirmed based on the condition of the device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.